Manufacturer narrative:
The reported event of inability to connect to the patient application was confirmed. Based on the information provided, it was determined that the device entered bluetooth (ble) lockout due to several unsuccessful connection attempts. The device was unable to connect due to an operating system limitation. There was no malfunction of the implanted device identified and it was performing as intended.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.